Manufacturer narrative:
The ge service rep replaced the generator driver pcb because the customer could not order the pcb. Unit is working as intended.

Event description:
The customer reported the generator driver pcb started to smoke. There was a damaged pcb. No injuries were reported.